Manufacturer narrative:
The manufacturer's service rep performed an onsite investigation. The video signal connector pin was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the c-arm would not boot up. No pt injury was reported.